Manufacturer narrative:
Catalano ma, chin c, desai nd, lawrence km. First reported surgical explantation of infected thoracic branched endograft requiring complex arch and descending thoracic aortic repair. Interdiscip cardiovasc thorac surg. 2025;40(4): vaf073. Doi:10.1093/icvts/ivaf073. Multiple attempts were made to contact the corresponding author for additional information with no response. The case will be closed with available information. B.3. Date of event: since date of event is unknown, date of publication of the article is given. H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Type of investigation code b20: no engineering evaluation could occur, because the status of the device was unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature article: "first reported surgical explantation of infected thoracic branched endograft requiring complex arch and descending thoracic aortic repair" publication date: march 2025 this article describes the clinical course and surgical management of an infected thoracic branched endograft in a patient with rapidly progressive aortic pathology using a single case study. The patient was treated for bacterial thoracic aortitis and a rapidly enlarging descending thoracic aortic aneurysm complicated by suspected endograft infection using a gore® tag® thoracic branch endoprosthesis system, following carotid¿subclavian transposition. The patient later developed a pseudoaneurysm and persistent periaortic gas and fluid that required explantation of the infected endograft, resection of inflamed aortic tissue, and in-situ reconstruction of the distal arch and descending thoracic aorta using a rifampin-soaked graft, with revascularization of the subclavian artery. The procedure was completed successfully.